Event description:
Medtronic received information that a ped3 pipeline vantage 4.5x25 was used to treat an aneurysm located just distal to an acute bend. When deploying the stent, the distal end opened and had good wall apposition. Continued to have good apposition proximal to the neck of the aneurysm. Completing the deployment of stent, required going around an acute bend to land in a straight segment. This was where the issue was. Doctor resheathed more than 2 times. Loaded and unloaded system with the aim for the braid to relax and pop open. Remained flattened. Looked twisted under fluoroscopy, however it wasn't due to continuing to deploy stent, proximal end was opening well. Doctor decided to resheath, load/unload system a few times. Stent remained to be well apposed distally, flattening in the middle and opening well proximally. More than 50% had been deployed when it failed to open. Doctor decided to pull out stent and use a different size. The pipeline resheathed and removed with the microcatheter. Used 4.5x16. Had to load and unload system around the bend but opened better. Second stent was deployed and angioplasty and the mid-section of stent to ensure good wall apposition. The patient was being treated for a para-ophthalmic, saccular, unruptured aneurysm. The max diameter was 4.5mm and the neck diameter was 5mm. The distal landing zone was 3.4mm and the proximal landing zine was 4.5mm. Vessel tortuosity was severe. Dual antiplatelet treatment was administered. Angiographic result post procedure were satisfactory. It was indicated the devices were prepared according to the instructions for use (IFU). No injury was reported. Ancillary devices: phenom plus (au19-007) guide catheter, phenom 27 (ap19-080) microcatheter,

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.